Manufacturer narrative:
The unit was received with blank display due to faulty lcd driver board. No vibrator or audio/beep anomalies were noted. The unit was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system, excessive no delivery test and displacement test or verify missing segment/partial display due to blank display. The unit was received with minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that he woke up this morning and the insulin pump screen was blank. The device vibrated six times as well. The customer could not tell if the vibrations were alarms or not. The customer removed the battery and reinserted it but only half of the time displayed along with an open circle. The patient's blood glucose at the time of incident was 207 mg/dl. Troubleshooting was initiated for the display anomalies. The insulin pump was neither bumped nor dropped. There was a small crack on the insulin pump near the battery cap. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.